Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing in primary vector. Troubleshooting was performed reviewing all three vectors and the secondary vector showed the most suitable rt ratio. The device was programmed to secondary vector. The patient will be seen in three months again to review performance. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing in primary vector. Troubleshooting was performed reviewing all three vectors and the secondary vector showed the most suitable rt ratio. The device was programmed to secondary vector. The patient will be seen in three months again to review performance. This s-ICD remains in service. No adverse patient effects were reported.